Event description:
Report received of a patient death while the device was in use. The patient had indicated to the emergency room physician that patient was allergic to morphine. The pca infusion with morphine sulfate was started on the day prior to the event at 19:00pm. The infusion was continued until 15:44pm on the following day when the patient reportedly expired. Documentation received indicated, "a designated pathologist of the state's medical examiner's office established the cause of death as lethal morphine overdose". There was no further information available.